Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1908987) on 20-may-2019. The most recent information was received on 30-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of menstruation irregular ('irregular period in intensity and time') and dizziness ('dizziness') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (2 pregnancies), hypothyroidism, gastroesophageal reflux, charcot-marie-tooth disease and parity 2. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced menstruation irregular (seriousness criterion medically significant), dizziness (seriousness criterion medically significant), vaginal haemorrhage ("abundant vaginal loss"), uterine spasm ("uterine contraction"), pruritus ("itching in hips and arms"), fatigue ("she always felt tired / chronic fatigue"), poor quality sleep ("disturbed sleeping"), migraine ("migraines / persistent migraines that did not stop despite treatment"), myalgia ("muscular pain"), tinnitus ("tinnitus"), feeling drunk ("drunk sensation"), nasal dryness ("dry nose"), chest pain ("chest pain"), feeling cold ("significant cold sensation (hands and feet) / difficulty to get warm"), chills ("shivering"), loss of libido ("loss of libido"), breast pain ("breasts pain"), hypothyroidism ("hypothyroidism"), oedema peripheral ("ankle and feet edema"), amnesia ("loss of memory"), aphasia ("word in place of other / seek for words"), neuralgia ("nerve pain"), formication ("formication in extremities"), muscle spasms ("muscular spasms hand and feet / cramps when she hold a pen long"), gingivitis ("gingivitis"), alopecia ("loss of hair"), madarosis ("loss of eyebrows"), visual impairment ("visual disorders / dark circle in front of eyes"), vision blurred ("visual difficulty to focus"), eye pain ("sting eyes"), eye irritation ("burning eyes"), lacrimation increased ("crying eyes"), epicondylitis ("epicondylitis"), tendon pain ("tendon pain"), muscle atrophy ("muscular atrophy"), musculoskeletal stiffness ("muscular stiffness"), pain in extremity ("pain in feet and hands"), gait disturbance ("difficulty to walk"), dysstasia ("difficulty to stay up"), loss of personal independence in daily activities ("difficulty to handle a pen for a long time, had to stop her hobby glass engraving") and feeling abnormal ("she felt 80 years and she was 45") and was found to have weight increased ("weight gain"), 7 months 3 days after insertion of essure. At the time of the report, the menstruation irregular, dizziness, vaginal haemorrhage, uterine spasm, pruritus, fatigue, poor quality sleep, weight increased, migraine, myalgia, tinnitus, feeling drunk, nasal dryness, chest pain, feeling cold, chills, loss of libido, breast pain, hypothyroidism, oedema peripheral, amnesia, aphasia, neuralgia, formication, muscle spasms, gingivitis, alopecia, madarosis, visual impairment, vision blurred, eye pain, eye irritation, lacrimation increased, epicondylitis, tendon pain, muscle atrophy, musculoskeletal stiffness, pain in extremity, gait disturbance, dysstasia, loss of personal independence in daily activities and feeling abnormal had not resolved. The reporter considered alopecia, amnesia, aphasia, breast pain, chest pain, chills, dizziness, dysstasia, epicondylitis, eye irritation, eye pain, fatigue, feeling abnormal, feeling cold, feeling drunk, formication, gait disturbance, gingivitis, hypothyroidism, lacrimation increased, loss of libido, loss of personal independence in daily activities, madarosis, menstruation irregular, migraine, muscle atrophy, muscle spasms, musculoskeletal stiffness, myalgia, nasal dryness, neuralgia, oedema peripheral, pain in extremity, poor quality sleep, pruritus, tendon pain, tinnitus, uterine spasm, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: since (B)(6) 2014, there were the first dizziness, the patient felt her health state worsening. The described symptoms were past and came back for sometimes, even in same time. She always felt tired and had to rest. She had to stop some activities because of need to rest. She had several sick leave because of dizziness and did several examination (all negative), she had to change her job. Diagnostic results (normal ranges are provided in parenthesis if available): ear, nose and throat examination - on an unknown date: normal. Neurological examination - on an unknown date: normal. Nuclear magnetic resonance imaging - on an unknown date: normal. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 30-may-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6) on 20-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of menstruation irregular ('irregular period in intensity and time') and dizziness ('dizziness') in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (2 pregnancies), hypothyroidism, gastroesophageal reflux, charcot-marie-tooth disease and parity 2. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced menstruation irregular (seriousness criterion medically significant), dizziness (seriousness criterion medically significant), vaginal haemorrhage ("abundant vaginal loss"), uterine spasm ("uterine contraction"), pruritus ("itching in hips and arms"), fatigue ("she always felt tired / chronic fatigue"), poor quality sleep ("disturbed sleeping"), migraine ("migraines / persistent migraines that did not stop despite treatment"), myalgia ("muscular pain"), tinnitus ("tinnitus"), feeling drunk ("drunk sensation"), nasal dryness ("dry nose"), chest pain ("chest pain"), feeling cold ("significant cold sensation (hands and feet) / difficulty to get warm"), chills ("shivering"), loss of libido ("loss of libido"), breast pain ("breasts pain"), hypothyroidism ("hypothyroidism"), oedema peripheral ("ankle and feet edema"), amnesia ("loss of memory"), aphasia ("word in place of other / seek for words"), neuralgia ("nerve pain"), formication ("formication in extremities"), muscle spasms ("muscular spasms hand and feet / cramps when she hold a pen long"), gingivitis ("gingivitis"), alopecia ("loss of hair"), madarosis ("loss of eyebrows"), visual impairment ("visual disorders / dark circle in front of eyes"), vision blurred ("visual difficulty to focus"), eye pain ("sting eyes"), eye irritation ("burning eyes"), lacrimation increased ("crying eyes"), epicondylitis ("epicondylitis"), tendon pain ("tendon pain"), muscle atrophy ("muscular atrophy"), musculoskeletal stiffness ("muscular stiffness"), pain in extremity ("pain in feet and hands"), gait disturbance ("difficulty to walk"), dysstasia ("difficulty to stay up"), loss of personal independence in daily activities ("difficulty to handle a pen for a long time, had to stop her hobby glass engraving") and feeling abnormal ("she felt 80 years and she was 45") and was found to have weight increased ("weight gain"), 7 months 3 days after insertion of essure. At the time of the report, the menstruation irregular, dizziness, vaginal haemorrhage, uterine spasm, pruritus, fatigue, poor quality sleep, weight increased, migraine, myalgia, tinnitus, feeling drunk, nasal dryness, chest pain, feeling cold, chills, loss of libido, breast pain, hypothyroidism, oedema peripheral, amnesia, aphasia, neuralgia, formication, muscle spasms, gingivitis, alopecia, madarosis, visual impairment, vision blurred, eye pain, eye irritation, lacrimation increased, epicondylitis, tendon pain, muscle atrophy, musculoskeletal stiffness, pain in extremity, gait disturbance, dysstasia, loss of personal independence in daily activities and feeling abnormal had not resolved. The reporter considered alopecia, amnesia, aphasia, breast pain, chest pain, chills, dizziness, dysstasia, epicondylitis, eye irritation, eye pain, fatigue, feeling abnormal, feeling cold, feeling drunk, formication, gait disturbance, gingivitis, hypothyroidism, lacrimation increased, loss of libido, loss of personal independence in daily activities, madarosis, menstruation irregular, migraine, muscle atrophy, muscle spasms, musculoskeletal stiffness, myalgia, nasal dryness, neuralgia, oedema peripheral, pain in extremity, poor quality sleep, pruritus, tendon pain, tinnitus, uterine spasm, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: since (B)(6) 2014, there were the first dizziness, the patient felt her health state worsening. The described symptoms were past and came back for sometimes, even in same time. She always felt tired and had to rest. She had to stop some activities because of need to rest. She had several sick leave because of dizziness and did several examination (all negative), she had to change her job. Diagnostic results (normal ranges are provided in parenthesis if available): ear, nose and throat examination - on an unknown date: normal. Neurological examination - on an unknown date: normal. Nuclear magnetic resonance imaging - on an unknown date: normal. Further company follow-up with the regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.